Event description:
It was reported that the battery is defective. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which information was provided for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which information was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.